Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. No frozen display was noted. The keypad traces were inspected and no anomalies were noted. Unable to perform the excessive no delivery test due to the unresponsive buttons. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 120 mg/dl. Customer has been giving himself shot since he had not been able to use the pump. The customer stated that when put new battery in it, is still stuck just saying no delivery and he was unable to clear the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 120 mg/dl. The customer stated the screen is frozen and unable to clear the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement insulin pump.